Event description:
General report received from an abbott international affiliate which states that air bubbles seem to pass through the filter set. This occurs almost every time the set is used for tpn administration to neonatal infants. The customer connects this extension set to a 3m set and the tpn is administered via a 3m infusion pump. The air bubbles are seen before and after the air filter and at the y-port, and 5 cm of air accumulated in this area. No adverse events have occurred with the infants as the nurses were vigilant and would disconnect and reprime the lines once they saw air bubbles. This problem would lead to delays in tpn administration as treatment woud have to be temporarily stopped as the nurses would either reprime a new line or take out the air from the y-port. Although requested, no additional information has been provided.